Event description:
It was reported that pump displayed altitude alarm 21 on a previous day, but insulin delivery was not currently suspended and caller did not share whether blood glucose was affected. There was no reported impact to the customer¿s blood glucose level. Customer did not need to replace cartridge, resumed insulin with original cartridge, and technical support provided tips to help prevent future altitude alarms, which caller understood and acknowledged.